Manufacturer narrative:
Information regarding suspect medical device, common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding: (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause for report of unable to spray is a clogged catheter. The likely cause of the clogged catheter is related to blood or other fluid from the surrounding area clogging the device due to use error. To assist the user, the instructions for use (IFU) state the following "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel...note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." The report indicates that the catheter became wet during the procedure. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, that the catheters clogged due to use error, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure for a gastric cancer bleed, the physician used a cook hemospray endoscopic hemostat. The device clogged four catheters. A second hemospray was opened to get out and use the 4th catheter. The physician did not get as much powder as he wanted, but managed to get the bleeding to stop. The additional information provided indicated the catheters were getting wet. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.